Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's device transmissions revealed high pacing impedance values on the right ventricular lead. No intervention was performed as the patient will continue to be monitored. The patient's condition was stable throughout the event.